Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure during prep of the device, the cypher stent was offset / out of position on the sds. There are no patient, vessel or lesion details available to date. The device was not used and there was no report of injury for the patient. One non sterile cypher select + 3.00 x 28 mm was received coiled inside a plastic bag. The unit was received wavy; this condition could be related to the way the unit was sent for the analysis. The stent was found in its original placed between the marker bands. The struts were uplifted from distal end. No other damages were noted. Magnified pictures were taken from the damaged area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent out of position" was not confirmed. The exact cause of the reported failure and the stent condition could not be determined. It is likely that procedural factors could contribute to the reported failures. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The complaint of offset / out of position was not confirmed on analysis; however, distal strut uplift was identified. The root cause of the confirmed event could not be identified. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not support a clinical conclusion between the reported event and the confirmed failure.

Event description:
Just after injection of water, the physician noted that the stent was offset. The device prepped normally and was not used in the patient.